Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative could not replicate the issue. The door switches were adjusted slightly to ensure good contact. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry door was showing open despite it being close. They were able to proceed with the system, by holding the gantry door closed. There was a reported 10 minute delay and no reported impact to patient outcome.